Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell assessed as inconclusive additional observations: ¿ brown particles observed on the device.

Event description:
A healthcare professional reported shape disfiguration and pain in the last two months, rupture was observed on MRI.this record relates left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain, "shape disfiguration", and rupture. The device has been explanted and replaced.